Event description:
Chemotherapy patient complained of tubing leaking. Doxorubicin treatment noted to be leaking from back end of catheter connector (clave). Therapy discontinued and patient's arm washed well per pharmacy directions. No adverse affect to patient. Device saved.